Manufacturer narrative:
Product complaint # (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. Based on the analysis on the device received, the outer cage of the device was found kinked, meeting regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter phone: (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, it was reported that an embotrap ii 5x21 revascularization device (et007521, 18d001av) ¿does not fit¿ into a headway 21 microcatheter (mc). The issue happened before the introduction inside the patient. There were no patient consequences. Another device was used. The initial visual inspection of the returned embotrap device indicated deformation (i.e. Strut kink) on the outer cage of the distal cone. There was no evidence of any strut fractures. The visual inspection also indicated that the return embotrap device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. The returned embotrap device was successfully passed through a 0.0195¿ tube, confirming that the profile conformed to the specification for compatibility with 0.021¿ microcatheters. The ptfe insertion tool was dimensionally inspected and found to be within specification for the inner diameter and outer diameter. The returned insertion tool was dimensionally inspected and found to be within specification for the inner diameter and outer diameter. Device insertion and delivery assessments were performed using the returned embotrap device and a sample headway 21 microcatheter to confirm the complaint event. The returned embotrap was successfully delivered to the distal tip of the sample microcatheter in its fully seated position, approximately 1mm from the proximal lumen of the microcatheter hub. The reported event was not confirmed with the returned embotrap device. A sample of the embotrap device (ø5x33mm) was advanced to a sample headway 21 microcatheter with the insertion tool fully seated in the microcatheter hub and with gaps (i.e. Distance from the distal end of the insertion tool to the lumen at the proximal end of the microcatheter shaft). It was confirmed that advancement was unsuccessful at a gap greater than 10mm, i.e. Incorrectly seated. A review of the manufacturing documentation associated with lot number 18d001av presented no issues during the manufacturing or inspection process that can be related to the reported event. The customer report of ¿embotrap - impeded in microcatheter hub¿ was confirmed. The returned embotrap device exhibits key characteristics which is consistent with the advancement of the device against resistance. A visual inspection of the microcatheter used during the reported event was not possible as the microcatheter was not returned for investigation. The most probable causes of the failure to advance through the microcatheter are concluded to be either: a) a failure to seat the insertion tool fully into the microcatheter hub prior to advancing the device resulting in pre-deployment of the device in the microcatheter hub. B) a failure to maintain the insertion tool in a fully seated position whilst advancing the device, resulting in pre-deployment of the device in the microcatheter hub. This can occur if the rhv seal was not fully tightened thereby allowing some movement of the insertion tool in the rhv during device delivery. C) a microcatheter defect, such as a blockage or constriction in the microcatheter hub/lumen, likely to be located at the interface of the microcatheter hub and shaft. D) a localized, temporary constriction in the proximal end of the microcatheter that prevented delivery of the return embotrap device (i.e. Such as a kink or constriction in the lumen potentially due to excessive angulation of the proximal end of the microcatheter). There is no indication that this complaint was as a result of a defect with the embotrap devices. The instructions for use (IFU) instructs to insert the distal end of the insertion tool through the rhv of the microcatheter and wait until fluid is seen exiting the proximal end of the insertion tool, confirming that the device is flushed. Advance the insertion tool until it is fully seated in the hub of the microcatheter. Fully tighten the rhv to hold the insertion tool securely in position. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failure and damages on the returned system. Multiple attempts to obtain additional information were unsuccessful. If information is provided at a later date, the file will be reopened and processed accordingly. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by the field, it was reported that an embotrap ii 5x21 revascularization device (et007521, 18d001av) ¿does not fit¿ into a headway 21 microcatheter (mc). The issue happened before the introduction inside the patient. There were no patient consequences. Another device was used. Based on the analysis on the device received, the outer cage of the embotrap was found kinked.